Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(6), batch: 7079357.

Event description:
It was reported that the patient was experiencing inadequate left sided coverage due to lead had moved as revealed with x-ray. The patient underwent a lead replacement procedure wherein a paddle lead was implanted. The explanted device was disposed at the hospital.